Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 for more than four hours which was treated using insulin pump. The current blood glucose level is 269 mg/dl. No further information available.